Manufacturer narrative:
The pth reagent lot number was 801714 with an expiration date of 30-sep-2025.

Event description:
The customer stated a technician placed a diluent reagent in the place of the preclean system reagent on a cobas e 801 immunoassay analyzer. The customer thinks this may have been done on the morning of (B)(6) 2024, however, this could not be confirmed. The customer repeated 473 patient samples on a different e801 analyzer. The results for 3 patients were corrected. The results for 1 patient tested for elecsys pth (pth) were discrepant. The initial pth result was 60.6 pg/ml. The repeat result was 41.8 pg/ml. The repeat result was believed to be correct.

Manufacturer narrative:
Qc was acceptable. Calibration data from 21-dec-2024 was unacceptable. No calibration data was provided from before the event. No issues were identified during a review of the alarm trace data. Before the service visit, the customer removed the incorrect reagent bottle and loaded a new preclean system reagent. The field service engineer (fse) performed sipper air purges, system air purges, system primes, reagent primes, and measuring cell conditioning. The fse observed the instrument operating normally. The customer had no further issues. The investigation determined the event was due to an incorrect maintenance procedure performed by the customer.